Event description:
It was reported that the patient had a pocket dehiscence with minimal exposure of the device. Surgery to open pocket, doctor did cultures, removed and replaced with new device (crt-d). No reported allegation against the lv lead and it remains implanted.